Event description:
The user facility reported that the distal 5 to 6-mm of an i.v. Catheter was noted to be detached from the proximal end of the tubing during removal. A similar incident occurred approximately 2-weeks prior to this event, but the catheter lot number could not be confirmed. Both times the catheter had been placed into "tortuous" veins. The user thought that the needle may have sheared the tubing during entry, but they were not sure how or why. No immediate medical intervention was deemed necessary. The physician reported that both pts went to someone else for removal of the detached piece of catheter tubing.